Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bowel resection, on creation of low bowel circular anastomosis, a positive leak test after firing was noted. There was also an incomplete staple line. Over sewing of the staple line was required to resolve the issue.